Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, during patient use, an 840 ventilator became inoperable. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the alternating current power cord. The ventilator passed self tests.